Event description:
Olympus osf-2 flexible fiberoptic sigmoidoscopes are no longer "standard of care" because the sigmoidoscope cannot be cleaned properly - according to the MFR. There is the potential of patient-to-patient contamination. However, olympus has not issued a warning on recall to those who purchased there scopes.